Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the switch printed circuit board assembly (pcba) was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the switch pcba was not working properly. The remote service engineer (rse) provided the customer with the part number and price of the replacement switch pcba for repair, and the customer placed an order for the replacement part. Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made on 24jun2025, 08jul2025, and 17jul2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.